Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2938836-2020-09320. It was reported that lead vegetation was observed on the right atrial and right ventricular leads. The leads were explanted without complications. The patient was stable after the procedure.